Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg level of 62 mg/dl confirmed on 01/13/2017. User made bolus request without entering current bg level and still having insulin on board (iob). Basal rate was only adjusted to three settings, .3 over the night, 0 u/hr and .25 u/hr throughout the day. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There are multiple back to back bolus requests on (B)(6) 2017. At 12:00pm, 22 grams for 1.83 units, 12:05pm, 72 grams for 6 units (iob is now 9.088), 12:34pm, 5 grams for .42 units (iob is now 8.7 units). At 2:55pm without entering a bg, another bolus is requested for 12 grams which delivered 1 unit (iob 2.7 units). There is no evidence of a device malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had a low blood glucose (bg) level (60 mg/dl). The cause of the low bg was not known. Glucose drinks and dextrose tablets were consumed to address the bg level. Although additional attempts to follow-up with the contact, no reply was received.